Event description:
Dealer reported that between 2023 and 2025 after a cystoscopy procedure a patients experienced 5 episode of allergy and anaphylaxis of which two of them resulted in a trip to the ER.

Manufacturer narrative:
Similar complaint has been recorded for 73-opa28 within the past year. Unable to review DHR and testing information without lot code information. Unknown information about the affected patients, whether they had or had previously had bladder cancer. The label states "mckesson opa/28 should not be used to reprocess any urological instrumentation to be utilized for cystoscopy or other urological procedures for patients with a history of bladder cancer. In rare instances, similar ortho-phthaladehyde (opa) based disinfectants have been associated with anaphylaxis-like reactions in bladder cancer patients undergoing repeated cystoscopies." No additional information was provided by the customer. Device not returned.